Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: the black box showed evidence of unexplained "power on reset" events on (B)(6) 2017, indicating the pump powered off and back on again. During investigation the pump powered up with the returned battery cap. The battery cap was able to fully tighten and measured within specifications. Battery compartment cracks were observed in the thread area and below the grip pad. Evidence of moisture contamination was observed inside the battery compartment. A base crack was observed between the case seal and the keypad. A leak test demonstrated a leak at the battery compartment crack. The pump case was opened and no evidence of additional moisture was found inside the pump.